Event description:
This case is cross referred with cases (B)(4) (cluster). This unsolicited device case from (B)(6) was received on (B)(6) 2015 (additional information was received on 11-jan-2016, both the information was processed together with clock start date of 11-jan-2016) from an orthopaedist. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and had suspicion of infection, worsening of pre-existing medical condition and effusion in knee. No medical history, concomitant medication and concurrent condition were reported. It was reported that the patient was treated with synvisc one several times and patient tolerated it well. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection, 1 injection, once (batch/lot number: 4rsf013a and expiration date: sep-2017) for gonarthrosis. On (B)(6) 2015, 1 day after receiving treatment with synvisc one injection, patient experienced an effusion in knee. It was reported that the suspicion of infection could not be confirmed. Further reported that the therapy with synvisc one was withdrawn. Unspecified laboratory tests were performed. It was further reported that synvisc one showed no effect and a significant worsening of pre-existing medical condition was recognised. Also the physician asked for exchange of remaining 6 packages of synvisc batch for packages from another batch. Corrective treatment: nsar; immobilization and laboratory test (not specified) for effusion in knee and not reported for other events. Outcome: unknown for suspicion of infection, worsening of pre-existing medical condition and recovered for effusion in knee a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 4rsf013a with expiration date (09/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsf013a, no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 19-jan-16, a total of 8 complaints had been reported for lot # 4rsf013 and all related sub-lots: 2 complaints had been reported for lot # 4rsf013: (2 adverse event reports). 2 complaints had been reported for lot # 4rsf013a (2 adverse event reports). 4 complaints had been reported for lot # 4rsf013b (3 detached luer-lok hubs & 1 detached needle hub). Sanofi genzyme would continue to monitor complaints to determine if a CAPA was required. Reporter's causality: the orthopaedist could not assess the causal relationship between the reaction and synvisc one seriousness criteria: important medical event for suspicion of infection follow up information was received on 15-jan-2016. No new information received. Additional information was received on 19-jan-2015. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 19-jan-2016: the follow up information received does not change previous case assessment. Sanofi company comment dated 14-jan-2016: this case concerns a female patient who received treatment with synvisc one and later experienced effusion in knee with suspicion of infection. Since a significant temporal relationship can be established the causal role of suspect product cannot be excluded in occurence of the event. However, lack of detailed information about medical history, concurrent conditions and concomitant medication, injection technique followed and risk factors precludes a comprehensive assessment in this case.

Event description:
This case is cross referred with cases (B)(4). This unsolicited device case from (B)(6) was received on 19-nov-2015. (Additional information was received on (B)(4) 2016, both the information was processed together with clock start date of (B)(6) 2016) from an orthopaedist. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and had suspicion of infection, worsening of pre-existing medical condition and effusion in knee. No medical history, concomitant medication and concurrent condition were reported. It was reported that the patient was treated with synvisc one several times and patient tolerated it well. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection, 1 injection, once (batch/lot number: 4rsf013a and expiration date: sep-2017) for gonarthrosis. On (B)(6) 2015, 1 day after receiving treatment with synvisc one injection, patient experienced an effusion in knee. It was reported that the suspicion of infection could not be confirmed. Further reported that the therapy with synvisc one was withdrawn. Unspecified laboratory tests were performed. It was further reported that synvisc one showed no effect and a significant worsening of pre-existing medical condition was recognised. Also the physician asked for exchange of remaining 6 packages of synvisc batch for packages from another batch. Corrective treatment: nsar; immobilization and laboratory test (not specified) for effusion in knee and not reported for other events. Outcome: unknown for suspicion of infection, worsening of pre-existing medical condition and recovered for effusion in knee a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter's causality: the orthopaedist could not assess the causal relationship between the reaction and synvisc one. Seriousness criteria: important medical event for suspicion of infection pharmacovigilance comment: sanofi company comment dated 14-jan-2016: this case concerns a female patient who received treatment with synvisc one and later experienced effusion in knee with suspicion of infection. Since a significant temporal relationship can be established the causal role of suspect product cannot be excluded in occurence of the event. However, lack of detailed information about medical history, concurrent conditions and concomitant medication, injection technique followed and risk factors precludes a comprehensive assessment in this case.